Event description:
It was reported that the customer was with the doctor because the insulin pump was under delivering and alarming no delivery. It was stated that information on the reports is not complete. Bolus information entered manually is missing. No additional information obtained as the call got disconnected. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.